Event description:
It was reported that the patient presented at the hospital after losing consciousness. Review of egms revealed multiple vt episodes that were treated with atp and hv therapies. There was one instance with accelerated rhythm caused by atp and hv therapy, and two other instances where hv shocks failed to break vt/vf rhythms. The device was later replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.